Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02349 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (male patient (B)(6) old). According to the complainant, while ablating, the generator unexpectedly stopped. The ablation was performed for approximately 15 minutes using the algorithm for a 4cm electrode. Additionally, upon removal, the electode insulation was intact. The procedure was completed with a different manufacturer's device. The account reported that a metal needle guide was used during this procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient (B)(6) old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).